Manufacturer narrative:
(B)(6). The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached in the lapjoint section. The imaging window was not returned for analysis. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 24may2022. It was reported that device detachment outside the patient occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. When the device was advanced, resistance was felt near the y-connector and it was noted that the device had separated. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed detachment in a location which could enter the patient.